Event description:
According to the facility, in the 10ml syringe, the black rubber piece was deteriorated and caused some leaking. There was no further information.

Manufacturer narrative:
According to the facility, in the 10ml syringe, the black rubber piece was deteriorated and caused some leaking. There was no further information. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed. Demographics were not given but 0kg was entered since the portal is not accepting the weight field blank.